Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of "instrument didn't engage with robotic arm." Failure analysis found the initialization failure to be related to the customer reported complaint. The instrument was found to have failed during initialization during in-house testing. There were additional observations not reported by the site and related to the primary failure. The instrument was found to have a shifting failure based on a log review. A review of the log showed the shifting failure occurred during initialization. The instrument was found to have the shift input disk to be broken. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "scrub tech wasn't able to open jaws on the stapler to replace the reload." The instrument jaws were manually opened and closed without issue. There was no damage observed on the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, a curved-tip stapler instrument didn't engage with the system arm. While troubleshooting, the scrub tech was not able to open jaws on the stapler to replace the reload. They had to open a new instrument due to the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 3-aug-2021 and obtained the following additional information: she stated the stapler was not stuck on the patient tissue and the stapler release kit (srk) was never used. The stapler was not engaging. After this, the tech was able to open the jaws to remove the reload. They used a back up stapler to continue with the surgery.